Manufacturer narrative:
The reported event of longevity estimation anomaly was confirmed. A longevity calculation found an estimation inaccuracy due to the merlin programmer software causing longevity overestimation. No other anomalies were seen.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited battery longevity overestimation. No intervention was performed. The patient experienced no consequences and will continue to be monitored.